Manufacturer narrative:
Follow-up #2 ((B)(6) 2011) - device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011, and obtained the following information. The mss was advised the patient tests his blood glucose 5x a day. The patient manages his diabetes with humalog insulin (8 units in the morning/ 7 units at lunch/ 10 units at dinner) and lantus insulin (15 units in the evening). The alleged issue began on (B)(6) 2011 at 429am. The patient reported blood glucose results of "254, 205, 242, 226 and 200 mg/dl" with the subject meter and "183, 117, 125 and 180 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient stated his blood glucose usually reads between "110-150 mg/dl." At the time of the alleged issue, the patient stated he increased his humalog insulin (2-3 units). Afterwards, the patient claimed he felt low blood glucose symptoms of shaky, sweaty and weak. The patient drank orange juice as treatment and felt better after. At the time of troubleshooting, the customer care advocate (cca) noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.